Event description:
Coaptite post approval study. Pt injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. On the same day as the injection, the pt developed urinary retention, detected by a bladder ultrasound. The pt was treated with a foley catheter for four days; the retention resolved on (B)(6) 2009. Three months post coaptite injection ((B)(6) 2009), the pt developed a urinary tract infection, which was treated with antibiotics for 2 weeks.

Manufacturer narrative:
Lot 1010449, exp date: 07/01/2011. Device mfg date 07/2008. This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be a reportable event. The device history records for coaptite lots 1009317 and 1010449 were reviews; all required testing specifications were met prior to release and there were no abnormalities noted for either lot.